Event description:
Information was received from a manufacturing representative (rep) and patient regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient reported swelling around the anchor site in their neck (B)(6) 2022, the patient was admitted to the hospital on (B)(6) 2022, and had a complete system explant on (B)(6) 2022. Antibiotics were prescribed prophylactically, but no confirmed infection upon system explant device removal. The issue was resolved at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 14-apr-2026, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 14-apr-2026, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.